Event description:
Using a 4-lead cable on telemetry transmitter, the system monitors two ECG wave forms. When changing the lead to monitor in a secondary waveform the lead label changes, but the previous wave form stays on the screen. The end result is that the wave form is mislabeled.